Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New legal claim received from kennedy's. Unknown system. Unknown side. Product details unavailable. No confirmed revision. Update 19 august 2015: updating hip side as right hip, resurfacing system. Added patient date of birth. Taken from injuries board letter. 24 aug 2015 - rcvd kennedys spreadsheet - also conf the kid number is for this com. Added dp and kid number to com. Update 3 oct 2015: rec'd claimsuite and scf with following info - product details (lot numbers), reason for revision - high metal ions and pain, revision date 6 oct 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
27 oct 2015 - update - revision date conf as taken place on (B)(6) 2015

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New legal claim received from (B)(6). Unknown system, unknown side, product details unavailable, no confirmed revision. Update (B)(6) 2015: updating hip side as right hip, resurfacing system. Added patient date of birth. Taken from injuries board letter ((B)(6) 2015). On 24 aug 2015 - rcvd (B)(6) spreadsheet - also conf the kid number is for this com. Added dp and kid number to com. - (B)(6) 2015. Update 3 oct 2015: rec'd claimsuite and scf with following info - product details (lot numbers), reason for revision - high metal ions and pain, revision date (B)(6) 2015. Recreated meddev with products. (B)(6) 2015. On 27 oct 2015 - update - revision date conf as taken place on (B)(6) 2015 - (B)(6) 2015. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.